Manufacturer narrative:
This lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead needed to be repositioned due to decreased r-waves observed. The lead was unable to be repositioned, therefore it was explanted and replaced. No additional adverse patient effects were reported.